Manufacturer narrative:
The pump user guide states: make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. You should always have an appropriate emergency kit with you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Additionally, the customer experienced high blood glucose (bg), however, a specific value was not provided. Reportedly, the customer ran out of insulin and did not bolus for a meal. The customer administered a manual injection to address bg level.